Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied, the balloon was inflated to its rate of burst pressure of 10 atmospheres for 30 seconds using glycerol/water, when liquid was observed to be leaking from a balloon pinhole located approximately 10mm distal of the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. No other issues were identified during the product analysis.

Event description:
It was reported that balloon leak occurred. The target lesion was located in the cephalic vein upper arm. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the contrast agent was leaking upon advancing the device to the lesion. Subsequently, the balloon could not reach the normal pressure and could not inflate. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications reported and patient was stable.

Event description:
It was reported that balloon leak occurred. The target lesion was located in the cephalic vein upper arm. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the contrast agent was leaking upon advancing the device to the lesion. Subsequently, the balloon could not reach the normal pressure and could not inflate. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications reported and patient was stable.